Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The following stimulation condition was reported a loss of therapeutic effect. It was reported there was no stimulation sensation. It was noted there was acute pain. It was stated this started two weeks prior. It was reported she was feeling stimulation in her left leg but not her right leg. It was stated her pain is in the right side of her back to her right leg. It also noted it was painful when she charged, but it could have been the way she was sitting while charging since she had to sit a specific way. It was also stated that it had been painful over the ins site for the 2 weeks prior. It was noted she had not had any falls or trauma. It was additionally noted patient had been at 1.80 volts, but was then at 2.40 volts. It was further reported she was on program 1 at 2.00v and her stimulation was on and had 2 programs. It was stated patient increased program 1 slowly and was feeling stimulation in her left leg at 2.00v and noted this was comfortable. It was reported she felt stimulation in her right leg and the pain felt better. It was further reported the morning of report when she woke up the stimulation was gone and her device was not helping to cover her pain on the right side. It was noted device was on and program #1 is at 0.0, #2 was at a 2.9 and patient felt stimulation slightly after raising it. It was reported the patient saw the poor communication screen. It was stated the patient did not feel stimulation, hardly at all, but then certain ways she moved it ¿would go and come back.¿ it was further reported the patient still had concerns, but had not sought further help. It was further reported patient saw physician on (B)(6) 2013 who informed patient ¿that everything was in place.¿ it was stated that the physician prescribed pain medication. Additional information received reported about 5 or 6 months ago the patient started feeling stimulation in her legs instead of her back, where her pain was. There had been no falls or trauma. The patient had an appointment on (B)(6) 2013 with her physician, but she was not reprogrammed at that time as a manufacturer representative was not present. Three days later she was seen at her physician¿s office and reprogrammed. They were able to ¿get it working¿ in the areas she needed and the patient was happy with it. There were no malfunctions with the ins. It was also noted that impedance measurements were within normal limits.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2016, stating that they were not able to communicate with the recharger, the last successful recharge was over a year ago, 2015. The reason for not recharging was stim in the wrong location and had shoulder surgeries so they turned stimulation off and did not turn back on until now. The patient felt stim in the legs not in the back, stim was in the wrong area. The return of back pain was in (B)(6) 2016, sudden return after last shoulder surgery. They received unsuccessful communication screen with the recharger on (B)(6) 2016. The stimulation in the wrong area was in (B)(6) 2011. It was noted that the programmer was not powering up, it was suggested that the patient replace batteries. The patient could not find replacement batteries and stated that they would call back, could not troubleshoot due to lack of access to product. The patient stated that they only had one reprogramming session. They had not used stimulation in over a year, unable to connect, unable to troubleshoot as a result, and poor communication. They did mention that they were seeing a new health care professional (hcp) and it was mentioned that the new hcp could do revision. It had been like that since implant.